Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/29/2013 with the following findings: during investigation a review of the pump history showed multiple low battery warnings and replace battery alarms. There was evidence of excessive battery usage, voltage drops and pump resets observed. Evaluation revealed a dim, discolored display screen with lines appearing through the text. The pump was opened and moisture contamination was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the keypad button contacts. Evaluation also revealed a dim, discolored display screen. There was evidence of moisture contamination found inside the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/29/2013.